Event description:
It was reported to philips that there was wireless footswitch connection issue. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, it is unknown if the system was in clinical use or not. The patient and the procedure outcome are unknown due to legal rules from the hospital. The philips remote service engineer (rse) could not reproduce the reported issue. The rse found that the status of the wi-fi (led) indicator on the wireless footswitch (wfs) was off, the color of the battery indicator was green which confirmed that the wfs is working as intended. Furthermore, the rse identified that the customer was waiting for the wi-fi led to switch from red to green, when the wfs was outside the room, but according to working principle the wi-fi led status will never turn green. The rse instructed the customer regarding the working way of the wfs and led status. Since the issue cannot be reproduced, the cause of the reported issue could not be identified. The system was returned to use in good working order. The codes were updated based on the investigation outcome.